Event description:
A surgeon reported a pt who presented with impaired vision and anterior capsule opacification following an intraocular lens (iol) implant surgery. Add'l info was received from the surgeon, who reported that two months following the iol implant surgery, the pt presented with capsular fibrosis, the capsular bag was completely closed, and the pt's vision was impaired. The event resolved with treatment (yag laser capsulotomy).

Manufacturer narrative:
Eval summary - the product was not returned for analysis. Results from the product history record review indicated the product met release criteria. Add'l info was provided, which indicated an unapproved cartridge was used. No root cause could be identified by the investigation. There have been no other complaints reported in the lot number. Attempts to obtain add'l info were made. A completed questionnaire was received. (B)(4).